Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared and normal function was restored. Three weeks later, the patient presented in clinic for a follow up and the device exhibited diagnostics anomaly. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.